Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that a high out of range shocking impedances was displayed. This device and right ventricular lead remain implanted at this time. No adverse patient effects were reported.